Event description:
It was reported that the asymptomatic patient that presented in clinic for follow-up. It was noted that the lead exhibited low unipolar impedance. It was suspected that the potential cause for the low impedance reading was due to a leaky septum, which seals the set screw. There were no other sensing or pacing anomalies. Since no other issues were present, no intervention was performed. The patient was stable and would continue with normal monitoring.